Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that the battery status of this pacemaker showed six years longevity remaining in a span of one year form implant date. A diagnostic data analysis showed high atrial sensing rates which was causing an increase in power consumption. To date, the device remains in service. No adverse patient effects were reported.